Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device delivered no tidal volume. This occurrence was noticed during patient ventilation and is not further specified nor explained. No alarms were triggered is what the customer reported. The device log files (service log, error log, event log) were provided to hamilton.- there is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device delivered no tidal volume. This occurrence was noticed during patient ventilation and is not further specified nor explained. No alarms were triggered is what the customer reported. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the o2 cell calibration failed during ventilation of a patient. The patient was moved to another ventilator. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. No further feed back was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device delivered no tidal volume. This occurrence was noticed during patient ventilation and is not further specified nor explained. No alarms were triggered is what the customer reported. The device log files (service log, error log, event log) were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but was not further specified nor explained. There was need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.